Event description:
The doctor was inserting the 8fr sheath and had a lot of resistance. He then pulled out of the sheath and the tip looked like an accordion. He opened a new iab catheter so they could use the sheath and that one went in smoothly. While the pt was receiving therapy, he experienced a lot of bleeding around the site. The physician thinks when they tried to insert the original sheath, it damaged the artery causing the excessive bleeding. The pt ended up dying this weekend (physician stated he believes it was not due to groin issues). The pt was very sick (cardiogenic shock) on admission.

Manufacturer narrative:
The product was not returned for eval. (B)(4).